Manufacturer narrative:
(B)(4). Additional information requested but unavailable: when the short gastric vessels were ligated, what power level setting or advance hemostasis was used at anytime? Were there any generator alert screens? Was there any bleeding inter-operatively at all? During re-op, was the site of the bleed identified? Was the site confirmed to be the short gastric? Was it confirmed it was where the harmonic was used? How was the bleeding addressed? Did the patient require blood transfusion? Did the patient have any known coagulopathy disorder? Was the patient given inter or pre-op anti-coagulates? What is the current patient status?

Event description:
It was reported by the sales rep that during a laparoscopic paraesophageal hernia repair procedure that the surgeon performed a transection of the short gastric which was dry (no apparent bleeding) during the procedure. Post-op the patient was brought back for bleeding of the short gastric vessel gastric side. Surgeon ligated the vessel to control the bleeding. No device will be returned.

Manufacturer narrative:
(B)(4). When the short gastric vessels were ligated, what power level setting or advance hemostasis was used at time? Power level settings were 3 and 5. The surgeon used min and max throughout the procedure. Were there any generator alert screens? No. Was there any bleeding inter-operatively at all? No. During re-op, was the site of the bleed identified? Yes. Was the site confirmed to be the short gastric? Yes. Was it confirmed it was where the harmonic was used? Yes. How was the bleeding addressed? Utilized clips did the patient require blood transfusion? Yes . Did the patient have any known coagulopathy disorder? N/a. Was the patient given inter or pre-op anti-coagulates? Given platelets what is the current patient status? Deceased.

Manufacturer narrative:
(B)(4). Additional information received: was an autopsy performed? If so, is a copy of the results available for review? No autopsy. Was the ultimate cause of the patient¿s death determined? Blood loss in conjunction with patient had congestive heart failure